Event description:
A company representative reported that a cage was dropped intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.